Manufacturer narrative:
Per tandem user guide: the transmitter battery will last 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. Reportedly, the customer changed out the sensor with a transmitter that had reached it's end of life. There was no reported adverse impact. The sensor and the transmitter were replaced to resolve the issue.